Event description:
It was reported that the surgeon inserted a competitor's lens using a msi-tf injector and the lens was torn during insertion. The lens was removed and another iol was implanted without any pt incident. The pt's current prognosis is good.

Manufacturer narrative:
Method- lot order search. Results- lot order searches were performed and there was one similar complaint found for the injector and two similar complaints found for the cartridge.